Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The manufacturer's field service engineer (fse) confirmed the reported proximal pressure issue. The manufacturer¿s field service engineer (fse) replaced the defective flow sensor assembly to address the reported problem. The unit successfully passed the required performance verification test. The gas delivery system (gds) assembly was return for analysis. An investigation was performed and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that device displayed an error code 110b (proximal pressure sensor auto-zero failed). The device was not in use at the time of the reported event; therefore, there was no patient involvement.